Event description:
The consumer reported receiving 2nd degree burns from the use of the heating pad. The consumer states the unit did not shut off due to the auto shut off feature. Burns of this nature are caused by the consumer placing the heating pad between themselves and another object which is contrary to proper use instruction.